Event description:
It was reported that the patient was running a high fever and that the device would not charge up. The patient was hospitalized in (B)(6), and on-and-off since then, due to high fevers that resulted in achy bones and problems walking. She will only use the device on low settings as she does not care for the "vibration" feeling and "shocking" when the device was turned higher. It has been 2-3 years since the patient went to the physician to have the system checked. It was also reported that the device was being charged more than expected. The patient was charging every monday, but has not charged in about three weeks. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the when the patient had visited her physician for fever and other symptoms, the event was not device-related. The charging issue had not been addressed at that appointment.

Event description:
Additional information received reported the patient was found to have had a cytomegalovirus (cmv)/ epstein-barr virus (ebv) infection which was not device related.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3777-45, lot# serial# (B)(4), implanted: (B)(6) 2009, explanted: product type lead. Product ID 3777-45, lot# serial# (B)(4), implanted: (B)(6) 2009, explanted: product type lead. Product ID 37752, lot# serial# (B)(4), implanted: explanted: product type recharger. Product ID 37743, lot# serial# (B)(4), implanted: explanted: product type programmer. (B)(4).